Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. There were numerous hypotube kinks. Magnified inspection of the balloon revealed a pinhole over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 6f 60cm non-bsc guide catheter. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). Following the insertion of a non-bsc guide wire, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, contrast media leakage was noted. The device was completely removed from the patient's body and a crack was found on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.